Event description:
Healthcare professional reports results lower than reference with the protime microcoagulation system. Customer indicated two reportable cases. Case 1: filed on (B)(4) report# 2248721-2012-00035. Case 2: protime generated 1.3 inr and reference lab generated 2.5 inr. Pt's therapeutic range: 2.0-3.0. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Customer tested with instrument (B)(4). Actual device not evaluated (single-use disposable). Process eval performed. Cuvette device history records reviewed and found to meet specs. No related ncmrs, complaint trends, or CAPA identified. No results available since no eval performed. Itc has requested all data required for form 3500a.